Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with colloidal gold and tppa results on two patients for mother and newborn child. The results provided were: on mother initial=0.69 s/co (< 1.00 s/co=nonreactive) /repeated=0.71 s/co /on colloidal gold and elisa, tppa=weak positive (no actual results provided) /on trust=negative; on architect (B)(6) =0.80 s/co repeated after recalibration on alinity (b))6) =0.86 s/co; on another alinity (B)(6) =0.86 s/co /on architect (B)(6) =0.87 s/co. For newborn child initial=0.85 and 0.87 s/co / on colloidal gold and elisa, tppa=weak positive (no actual results provided) /on trust=negative; on architect (B)(6) =1.21 s/co repeated after recalibration on alinity=1.26 s/co; on another alinity (B)(6) =1.29 /on architect (B)(6) =1.11 s/co. There was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with colloidal gold and tppa results on two patients for mother and newborn child. The results provided were: on mother initial=0.69 s/co (< 1.00 s/co=nonreactive) /repeated=0.71 s/co /on colloidal gold and elisa, tppa=weak positive (no actual results provided) /on trust=negative; on architect i2000sr=0.80 s/co. Repeated after recalibration on alinity (B)(6) =0.86 s/co; on another alinity (B)(6) =0.86 s/co /on architect i2000sr=0.87 s/co. For newborn child initial=0.85 and 0.87 s/co / on colloidal gold and elisa, tppa=weak positive (no actual results provided) /on trust=negative; on architect i2000sr=1.21 s/co. Repeated after recalibration on alinity=1.26 s/co; on another alinity (B)(6)=1.29 /on architect i2000sr=1.11 s/co . There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review and in-house testing of alinity I syphilis tp reagent lot 72012be01. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 72012be01, however, no increase in complaint activity was identified for list number 07p60. In-house testing of a retained reagent kit of the complaint lot including testing of a seroconversion panel was performed. All controls met specifications, and no false non-reactive results were obtained. Further the seroconversion panel (seracare syphilis pss901; 0615-0017) results were compared to architect syphilis tp test results provided by seracare and the complaint lot detected the same bleeds as reactive, therefore, no unusual reagent lot performance was identified. Note: alinity I syphilis tp is equivalent to architect syphilis tp as they share the same bulk reagents. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lot 72012be01.